Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported an expired anchor was implanted in the patient before the date was recognized. No adverse consequences reported.

Manufacturer narrative:
Gtin: (B)(4). Alleged failure: expired anchor used. Probable root cause: design: inadequate shelf life for product. Application: failure to verify expiration status of product prior to surgery. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported an expired anchor was implanted in the patient before the date was recognized. No adverse consequences reported.